Event description:
It was reported that the handpiece began overheating during a wisdom tooth extraction. The procedure was completed with the same device. There were no adverse consequences reported as a result of this event.

Manufacturer narrative:
The handpiece was received at the manufacturer for eval, and the reported condition of the device overheating was duplicated, as the device exceeded a maximum temperature rise on the spindle housing. Based on the investigation details, the likely cause was problems with the driveshaft assembly, motor assembly, and spindle housing, which were each replaced along with other components. Service did a clean, lube and adjust to the device, and it was repaired and returned to the customer.